Event description:
Patient with a recent penile prosthesis implant on [redacted date] and complicated by persistent scrotal pain followed by drainage 1-2 weeks post-op. Prosthesis ultimately explanted [redacted date] and now with multiple or cultures growing m fortuitum.